Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/functional evaluation: the sample was returned. The distal tip was missing from the catheter and was not returned. The distal end of the catheter was examined under microscopic magnification and was observed to be jagged. The core wire remaining within the catheter measured from the point of detachment to the strain relief was 139.5cm. The measured length of the core wire indicates that approximately 6.5cm of the core wire and tip detached. No other anomalies were noted to the catheter. Functional testing was not performed due to the condition of the returned sample (i.e. Detached tip). Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the reported event details, the distal tip of the crosser catheter became stuck in the lesion during retraction. The root cause for the distal tip of the crosser catheter becoming stuck in the lesion is unknown. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current crosser catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately four minutes and 50 seconds of activation, during retraction of the recanalization catheter, the recanalization catheter allegedly became stuck in the lesion and the distal end of the core wire allegedly detached. The health care provider (hcp) reportedly made several attempts to retrieve the detached segment with a snare device for approximately two hours, but was unsuccessful. The hcp reportedly suspended the procedure. There was no reported impact or consequence to the patient.